Event description:
While radiology tech was adjusting the tube sid from 48 inches to 40 inches, the tube dropped unto the pt with full weight. (Height of drop was approx 18 inches). The tube hit pt's right lower quadrant/right hip area. Abdominal and pelvis x-rays taken, pt then sent ER for further follow-up and care. Field service engineer from siemens evaluation/initial assessment indicates failed spring counter weight system of the 3diii tube support. Mechanism to be removed & replaced and sent back to siemens for evaluation.